Event description:
The manufacturer received information alleging a failure related to the ventilator's battery. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's internal battery was replaced to correct the problem. There was no patient harm or injury reported.